Event description:
22 days after implantation, a break of the lead was observed due to an impedance warning. The lead was explanted and a new lead was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed a ruptured insulation tube from the silicone sleeve (from 4cm to 7cm distal to the is1 connector pin). In this region the outer conductor coil was found stretched. These damages most likely occurred during the extraction procedure due to tensile stress. Furthermore, the distal end was found bent. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that the bending was due to applied forces during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported impedance warning. The values of the parameters measured during the electrical analysis were within the technical specifications. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.